Event description:
Per the clinic, the patient developed a bacterial infection at the abutment site and was administered with oral antibiotics starting on (B)(6) 2025 (specific duration not reported). Additional information has been requested but has not been made available as of the date of this report.